Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident and current blood glucose level was 220mg/dl. In last two days they having 200 to 300 mg/dl blood glucose values. Customer was treated with manual injections. Based on customer report customer does not allege insulin pump was under delivering. The customer also reported that her key pad buttons scroll on their own. Customer declined to troubleshoot for high blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and self test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.